Event description:
It was reported that the patient with this pacemaker system experienced dizziness and a heart rate of 30 beats per minute (bpm). The patient was evaluated in a hospital setting and upon further review, this right ventricular (rv) lead was suspected to exhibit loss of capture (loc). The emergency room physician stated this would be discussed with cardiology. No adverse patient effects were reported. This lead remains in service.